Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. No log files or goods have been received for investigation. If an air gas module fails during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Since no goods were returned for investigation, the cause of the reported failure could not be determined. We could also conclude in this investigation that the machine type and serial number was wrongly reported. Accordingly it has been corrected in this report.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).